Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that implantable cardioverter defibrillator (ICD) was providing unnecessary pacing due to atrial waves falling into the blanking period. The ICD remains in use. No patient complications have been reported as a result of this event.